Event description:
It was reported that the patient underwent a lumbar fusion on (B)(6) 2010. On (B)(6) 2011, patient underwent an anterior cervical discectomy and cervical fusion using bmp2_acs. Patient's post-operative period was marked by increasingly severe pain. Imaging studies ultimately showed that patient had developed uncontrolled bone growth (aka "bone overgrowth") and resulting nerve compression. Patient suffered from a significant amount of pain. Patient requires pain medication to deal with his severe pain. Patient is also less mobile than he was before the surgeries. The patient now has bone overgrowth causing nerve compression, chronic pain and radiculitis, and emotional distress and mental anguish.

Manufacturer narrative:
(B)(4).